Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4 catalog no - correction. H2 correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 3 of 3 reports for the same patient. Related records: (B)(4). Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the claimant¿s attorney.

Event description:
Sarah's attorney (timothy m. Clark) states that on or about (B)(6) 2021, sarah alleges that her receiver/display device failed to alert her. Sarah was unaware she was experiencing an adverse blood glucose event. Sarah plaintiff alleges she sought medical treatment for injuries including hyperglycemia.